Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted. This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. The ra lead exhibited a sudden increase in pacing impedance, reaching over 300ohms. Physician suspected the ra lead likely fractured, which lead to oversensed noise that resulted in therapy inhibition without asystole and multiple episodes of atrial tachy response (atr). The patient experienced discomfort, but no other patient effects. The mv feature remains on. The patient was checked in-clinic. The physician determined the lead provided appropriate function when programmed into unipolar mode. The physician decided to keep the lead implanted and in service after considering the remaining battery in the crt-p and the age of the patient. Ra lead replacement will be discussed once normal battery depletion is reached. Approximately 1 year later, this crt-p system was found to be in safety mode. As result, the patient underwent a replacement procedure. During the revision, high pacing thresholds were noted and the ra lead fracture was confirmed. The lead was attempted to be explanted. However, the helix was unable to be retracted due to the fracture leading to removal difficulties. Subsequently, the lead body was damaged and detached from the tip of the lead. The tip remained implanted in the right atrium and a new ra lead was implanted. As per the health care facility, the device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. The ra lead exhibited a sudden increase in pacing impedance, reaching over 300ohms. Physician suspected the ra lead likely fractured, which lead to oversensed noise that resulted in therapy inhibition without asystole and multiple episodes of atrial tachy response (atr). The patient experienced discomfort, but no other patient effects. The mv feature remains on. The patient was checked in-clinic. The physician determined the lead provided appropriate function when programmed into unipolar mode. The physician decided to keep the lead implanted and in service after considering the remaining battery in the crt-p and the age of the patient. Ra lead replacement will be discussed once normal battery depletion is reached. No adverse patient effects were reported.